Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support but was unable to confirm the reported issue. He re-assembled the system and replaced the flow sensors to address inaccurate flow data readings. The biomedical engineer troubleshot this reported fault with ge healthcare technical support but was unable to confirm the reported issue. He re-assembled the system and replaced the flow sensors to address inaccurate flow data readings.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.